Event description:
It was reported that when turning the ventricular output dial down, it would go up first and when turning it up, it would go down first. The external pulse generator (epg) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; encoder flex found out of electrical specification. Analysis also found the upper and lower cases are broken. Lead flex cover is contaminated and battery contacts are compressed. (B)(4).